Event description:
It was reported that the lens was implanted approximately 10-12 years ago and the patient had retinal detachment in (B)(6) 2014, when asymmetrical lens vault was also noted. The surgeon was unsure if the asymmetric lens vault was the result of retinal detachment or it was present before hand. Additional information has been requested, but has not been received.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.